Event description:
It was reported that the patient presented with skin erosion at the implanted device site. The pacemaker was found visible and eroding through the device pocket due to the patient skin being thin. The physician explanted and replaced the pacemaker. The patient was in stable condition.